Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 300 (mg/dl) after changing their pump supplies. Customer would administer an injection or just wait some time to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.